Event description:
It was further reported that the patient presented at the time of the index procedure with ccs class iii stable angina. On the date of the index procedure, the patient had a temporary pacemaker placed due to bradycardia. The temporary pacemaker was removed after five days. The patient was discharged 16 days post index procedure with ccs class ii stable angina. Corrected information stated that the index procedure was 80mm in length, not 86mm. The index lesion was 90% stenosed, not 82% as initially reported and residual stenosis was 0%, not 20%.

Event description:
It was reported that while using the carto 3 system, the customer was not able to change the stimulation channel from r1-r2 to another channel. No patient injury was reported.

Manufacturer narrative:
(B)(4). Issue could not duplicated. No conclusion can be drawn. Complaint condition was not confirmed.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).